Event description:
It was reported that the patient underwent a gynecological procedure on and unknown date and mesh was used. During this procedure a monarc subfascial hammock (ams) was also implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with a monarc subfascial hammock (ams), tvh, anterior repair, vaginal suspension, posterior repair, partial vulvectomy and cystoscopy due to uterine prolapse, cystocele, rectocele, enterocele, sui, labial hypertrophy, left ovarian simple cyst. It was reported that following insertion the patient experienced pain, erosion of internal tissues, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring. It was reported that patient underwent revision of vaginal mesh and posterior vaginal repair on (B)(6) 2008 for detachment of distal edge of posterior graft with distal rectocele. On (B)(6) 2011 the patient underwent laparoscopic revision of mesh implant due to pelvic pain status post prolapse. It was further reported that the patient has undergone additional surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information.